Event description:
It was reported that during a lap unknown procedure, the tissue pad was detached off outside the patient when a scrub nurse wiped the device. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.